Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly and had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer accidentally put their insulin pump through a wash in the washing machine. The patient's blood glucose at the time of incident is unknown. The customer changed the battery to the insulin pump but the display remained blank. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.